Manufacturer narrative:
A software investigation was completed and determined the patient was at an angle and tilted to the left for the scan which is not to protocol. Software is functioning as designed. Imaging protocols provided with this device contain guidance and requirements to all scans taken for the cranial, dbs, spine, and ent applications for proper imaging.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) the images on the navigation system did not "look good". The site representative reported the images were tilted back, and angled to left. The site representative was able to move the 3d image to be in better position, however, it was reported that the surgeon did not feel comfortable to proceed and opted to cancel the procedure. There was no incision on the patient at the time of this issue.